Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the drill bit was broken. The measurable dimensions of the broken drill bit were checked and found to be in compliance with the technical drawings and ao/asif specification. Since we are not aware of exactly circumstances during the operation, we suppose that the drill bit has broken due to mechanical overloading. No product fault could be detected.

Event description:
It was reported that the drill bit broke while drilling during surgery. This is report 1 of 1 for complaint (B)(4).